Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced high blood glucose readings. Customer's blood glucose reading was 426 mg/dl, which was treated with the pump. Customer reported no delivery alarm during basal/bolus/fixed prime. The customer was assisted with performing 5.0 unit fixed prime and insulin did exit. Customer reported infusion set cannula to be bent. Customer declined to troubleshoot for high readings.